Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist was unable to be confirmed through this evaluation as no images were submitted and the replaced outflow graft was not returned for evaluation. Additionally, a direct relationship between the device and the reported atrial septal defect (asd) could not be conclusively determined through this evaluation. The account reported that the patient experienced recurrent low flow alarms. The patient had an echocardiogram (echo) which revealed an asd. Additionally, a computed tomography angiography (cta) revealed what looked like thrombus with approximately 80% luminal narrowing. However, when the patient was taken to the operating room (or) for an outflow graft replacement, the surgeon noted that the outflow graft was twisted. The outflow graft was exchanged, and an outflow graft clip was placed. The replaced outflow graft was not returned for evaluation. The patient remained ongoing on ventricular assist device (vad) support until ultimately expiring on (B)(6) 2020, captured under (B)(4). The heartmate 3 lvas IFU (rev. C) is currently available. The heartmate 3 lvas patient handbook (rev. C) is also currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Review of the device history records for (B)(6) and the sealed outflow graft with bend relief showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information reported that images available of the twisted outflow graft observed on computed tomography angiography (cta) chest from (B)(6) 2020, was a thrombus formation in the proximal outflow cannula of the lvad with approximately 80% luminal narrowing. The remainder of the outflow graft is unremarkable. The outflow graft replacement resolved the reported low flow alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with recurrent low flow alarms with speed at 6300 rpm and flow 0.9 lpm to 2.1 lpm and pulsitile index (pi) 2.3, pulse pressure 4.8 , heart rate 80 bpm, mean arterial pressure (map) 55 mmhg, pulmonary artery pressure 51/25, central venous pressure 25 mmhg. The patient also had a significant atrial septal defect (asd) on echocardiogram (echo) imaging. The outflow graft (ofg) was exposed and twist confirmed. New ofg placed and clip added however the old outflow graft was disposed.